Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01dec2023 as the patients were implanted between (B)(6) 2019 and (B)(6) 2023. Author information: division of cardiovascular surgery, department of surgery, university of florida health, gainesville, florida; and the b congenital heart center, division of cardiovascular surgery, department of surgery, university of florida, gainesville, florida. Bilgili, a., williams, I. E., sharaf, o. M., jimenez contreras, f., stukov, y., peek, g. J., bleiweis, m. S., jacobs, j. P., beaver, t. M., & jeng, e. I. (2025). Optimal pretransplant duration with heartmate iii left ventricular assist device: a contemporary analysis. The journal of heart and lung transplantation, 44(9), 1407¿1417. Https://doi.org/10.1016/j.healun.2025.04.025. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, is not available the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, respiratory failure, right heart failure, cardiac arrhythmia, renal failure, and multiple types of organ failure and dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 6 also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The study article optimal pretransplant duration with heartmate iii left ventricular assist device: a contemporary analysis sought to evaluate the impact of pretransplant heartmate iii (hm3) left ventricular assist device (lvad) support duration on post-transplant survival in a contemporary cohort. A retrospective study consisting of 1,996 cohort participants was conducted. Uni-variable analysis was performed to assess patient baseline, demographic, preoperative, and postoperative characteristics across 3 groups: < 1, 1 to 2, and > 2 years of support. Additionally variables including duration of support, age, body mass index (bmi), gender, history of diabetes, highest listing status, race, creatinine at transplant, dialysis before transplant, prior cardiac surgery, donor organ ischemic time, intra-aortic balloon pump at transplant, extracorporeal membrane oxygenation at transplant, transfusions before transplant, total bilirubin at transplant, and mechanical ventilation between listing and transplant were considered. 1604 patients had an implantable defibrillator at the time of being listed on the heart transplant list. Candidates that underwent multiorgan transplantation or were implanted with a right ventricular assist device (rvad) or a bi-ventricular assist device (bivad) were excluded. Candidates were a median of 57 [iqr: 48-63] years old, mostly of male gender (78.1%, n = 1,559), mostly of white race (60.3%, n = 1,203), and had a median bmi of 29.6 kg/ m [iqr: 26.2-32.9]. Median duration of hm3 support across all patients was 518 days [iqr: 289- 864]. Of 1,996 patients, 702 (35.2%), 642 (32.2%), and 652 (32.7%) were bridged with durations of < 1, 1 to 2, and > 2 years, respectively, and among these groups the median support duration was 233 days [iqr: 161-301], 531 days [iqr: 445-622], and 1,078 days [875-1,382]. Results reported longitudinal survival estimates for the entire cohort up to 2 years post- transplantation with a 1-month survival estimate of 95.2% (95% confidence interval (ci): 94.2-96.1), a 1-year survival estimate of 88.2% (95% ci: 86.7-89.7), and a 2-year survival estimate of 84.5% (95% ci: 82.7-86.3). Among those supported < 1 year, a 1-month survival estimate of 96.4% (95% ci: 95.0-97.8), a 1-year survival estimate of 90.7% (95% ci: 88.5-93.0), and a 2-year survival estimate of 88.0% (95% ci: 85.5-90.6). For those supported 1 to 2 years, a 1-month survival estimate of 95.4% (95% ci: 93.8-97.1), a 1-year survival estimate of 89.0% (95% ci: 86.6-91.6), and a 2-year survival estimate of 85.3% (95% ci: 82.4-88.4). For those supported > 2 years, a 1-month survival estimate of 93.6% (95% ci: 91.7-95.5), a 1-year survival estimate of 84.3% (95% ci: 81.4-87.4), and a 2-year survival estimate of 78.9% (95% ci: 75.1-82.8). The study concluded that btt with the hm3 produces the most favorable outcomes when used as support for less than 2 years, and this effect is most pronounced when less than 1 year. Longitudinal survival after ht deteriorates when patients are supported for > 2 years on hm3.